Event description:
It was reported in clinic notes that the patient is having more seizures and says she doesn't go more than 3 days without a seizure of some kind - most are partial and involved zoning out spells or crying spells. Vns was interrogated and it was noted that all magnet swipes are not registering and battery is only 25-50%. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet current for the programmed settings. Proper reed switch operation and detection of the reed switch is demonstrated by magnet activations during 24-hour monitoring and by final electrical test results. Further, the resumption of pulsing after suppressing pulses during 24-hour monitoring demonstrated that the reed switch did not stick closed after applying the magnet for 30 minutes. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received from the np. It states that the cause of the increase in seizures is due to low battery or possibly anxiety. The increase is above pre-vns levels. The report that the magnet swipes were not registering meant that the patient doesn't feel the magnet swipes and they also aren't showing on the programmer. Swipes were done prior to and during the appointment to check. The patient's swipe technique was confirmed to be correct. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator was replaced. The explanted generator was received but analysis has not been completed to date. No further relevant information has been received to date.